Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis description: final analysis confirmed the reported backup operation caused by a software anomaly. The root cause of the anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. The device was explanted on (B)(6) 2015. The procedure went well and the patient was fine.